Manufacturer narrative:
Device was manufactured on 6/8/2005 and has been previously repaired at zimmer biomet surgical on (B)(6) 2014. Investigation revealed damage to the 3" width plate. Prior to repair, the device operated within motor speed specifications and was outside calibration specifications at the zero thickness setting. Repair of the device included replacement of the 3" width plate and standard repair parts. The customer's reported event was not reproduced or confirmed during testing and a cause cannot be determined. The device was repaired and returned to the customer. Recommended actions: recommended actions from ¿zimmer¿ air dermatome instruction manual¿ 06001810406 rev. 12-10 to avoid serious injury to the patient and operating staff while the zimmer air dermatome is in use, the user must be thoroughly familiar with its function, application and instructions for use. The handpiece and accessories must be inspected prior to each use. Visually inspect for damage and/or wear. Always inspect the handpiece carefully for possible scratches, nicks, or burrs caused by extended use or mishandling. Check the action of moving parts to ensure smooth operation throughout the intended range of motion. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. Note: if damage or wear is noted that may compromise the function of the instrument, do not use. Handle the zimmer air dermatome carefully. Should it be inadvertently dropped or damaged, it should be returned for service. It is not necessary to lubricate the skin; however, lubricating the donor site with sterile mineral oil may ease travel of the zimmer air dermatome. Hold the handpiece on the donor site at a 30° ¿ 45° angle. To activate the dermatome, lift the throttle lever and slide the safety lock back from the safe position toward the hose coupling. The word on should be visible. For optimum results, it is recommended that the dermatome operate at full speed. To ensure that full speed is achieved, completely depress the throttle control with the safety lock in the on position. Depress the throttle to start the cut. Guide the unit forward using a slight downward pressure to ensure that the cutting edge remains continuously firmly in contact with the donor site. Two methods of graft removal from the instrument may be used: method I: allow the cut graft to accumulate in the pocket of the handpiece. Lift the handpiece away from the donor site to end the graft. Return the throttle to the safe (o¿) position and carefully remove the graft. Method ii: use tissue forceps to gently lift the graft as it emerges from the pocket area. Do not stretch or pull the graft as this causes irregular edges and non-uniform cuts. Lift the handpiece away from the donor site to end the graft. Return the throttle to the safe (o¿) position.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that the device cut the patient and required cautery and sutures to close the wound. Additional clinical information determined the reported issue occurred during surgery, while the dermatome was being used on a patient. It was confirmed that the reported issue caused a cut to the patient which required diathermy and sutures for repair. Additionally the graft was taken from another site using the same device, which was satisfactory and the surgery was completed with a delay of about 15 minutes. The patient was under anesthesia at the time of delay and medical intervention was require for sutures and diathermy required to close wound. No further clinical information is indicated.